Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent implanted in unintended site resulting in permanent damage. Device issue: failure to advance/difficult to remove. It was reported that the pt had acute bending between the left circumflex and the left main (about 90 degree) and severe calcification and stenosis at the proximal left circumflex. The guide wire successfully crossed the lesion and pre-dilatation was done by using a 2.5 x 15 mm balloon. Then, a 2.5 x 28 mm xience stent was implanted from the distal left main to the proximal left circumflex and a slight dissection was seen after stenting. The 2.5 x 18 mm xience v was selected to cover the dissection; however, during advancement, strong resistance was encountered while trying to reach a more distal position. So, an attempt was made to withdraw the stent delivery system (sds) but, it was stuck in the left main. Finally, the 2.5 x 18 xience v stent was implanted and the sds was successfully withdrawn. It was noted that the xience v could not be delivered to a more distal part, nor withdrawn, because it might have caused the stent to dislodge. The dissection was finally resolved by prolonged ballooning with a 2.5 x 15 mm balloon catheter. The pt was stable and the procedure was ended without other complications. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The balloon was partially inflated with contrast. There was no damage or kinks noted to the inner member or tip. There was a bend in hypotube 76 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.